Event description:
It was reported when using the bd vacutainer® sst¿ ii advance there was gel barrier smearing and erroneous results. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® sst¿ ii advance there was gel barrier smearing and erroneous results. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes. H.3 device eval by manufacturer? Yes. D9: returned to manufacturer on: 02-oct-2025. Investigation summary : bd received ten samples for investigation. The ten returned samples along with 100 retention samples were visually examined and no gel defects or additive abnormalities were observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. Complaints for sample quality were not under statistical control for the month of may 2025 therefore further testing was indicated. Factors that may contribute to sample quality were evaluated through a clinical study to verify the design of the device met it¿s intended use. Bd was unable to duplicate or confirm the customer¿s indicated failure mode, gel smearing, via clinical investigation because the defects were not evident in the testing of the complaint lot samples. However, replicates of the customer returned samples demonstrated a degree of oil gel globules; replicates of the retention samples did not demonstrate any issues. All other visual observations demonstrated clinically acceptable performance. Further clinical testing on erroneous results could not be conducted as bd clinical laboratories are currently unable to test for complement component 3 and 4 (c3 and c4). Additional ftir analysis was performed on customer returned cuvettes. Several types of unidentified matter were found on the interior surfaces of the analyzer cuvettes. One material is likely a ptfe teflon-like material. The second was not conclusively identified but is not bd gel related. The material of the third group was unable to be conclusively identified. Bd shared images and ftir spectra of three substances found inside the cuvettes with the instrument manufacturer who responded that the only source of ptfe in the system is the white nozzle tip (nozzle 5) on the rinse unit. This issue has occurred before on systems that are not well adjusted. This complaint is unable to be confirmed for the indicated failure modes gel smearing and erroneous results-c3 and c4. This complaint has been confirmed for oil gel globules via clinical study. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends. Bd quality will continue to monitor sample quality complaints.